Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 00:33:09. During night drain cycle eight, the patient's ultrafiltration reading was 924ml, indicating the home patient (hp) drained 674ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.